Event description:
As reported by the sales rep, the outback needles would not retract. They had to pull them out of the body. The patient was not injured.

Manufacturer narrative:
During use in a patient, the cannula needle of two outback ltd re-entry catheters would not retract. The devices were removed with no reported patient injury. This event was associated with a contralateral approach with a tortuous femoral access. The target lesion was located in the superficial femoral artery and was described as a chronic total occlusion and tortuous. The catheter was prepped in a straight configuration and the cannula needle fully retracted prior to insertion with the deployment slide locked in the proximal position. The site reported was no one to one response of the nosecone when rotating the rotating hemostatic valve of the device with difficulty experienced while actuating the product. It appears that the device was successfully advanced past the target lesion and that the catheter directional marker band was confirmed to be oriented towards the desired re-entry site via fluoroscopy. It is presumed that the cannula needle was successfully deployed but could not be retracted with the actuation of the handle deployment slide. The device was removed with no reported patient injury. A second outback ltd re-entry catheter was used during the same procedure but with the same results. Neither of the two involved products (from the same lot) was returned for evaluation. A review of the manufacturing records for this lot revealed that they met specification prior to release. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may have contributed to the reported events. Based on the information available for review, there are vessel characteristics (tortuous anatomy) and procedural factors (continued use of the devices despite lack of one to one response) that may have contributed to the reported events. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00837 and 9616099-2014-00838.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report numbers this device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00837 and 9616099-2014-00838.

Manufacturer narrative:
The type of procedure was a cto and the target lesion was the sfa. Access was via the femoral and a contralateral approach was used. The vessel was tortuous and the vessel characteristics accessing target site was also tortuous. The catheter was prepped in the straight configuration. The cannula tip fully retracted before insertion. The handle deployment slide locked in the proximal position. There was no difficulty retracting the cannula back into the catheter. There was not a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. There was difficulty/resistance actuating the product. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, was towards the target re-entry site verified using an initial fluoroscopic view. The stored torque in the catheter shaft released after the cannula tip was properly positioned. The ¿lt¿ directional marker band slot was oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. There was no adverse event associated with the use of the devices. The devices were used in the same patient but patient details are not available. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00837 and 9616099-2014-00838.